Event description:
It was reported during a laparoscopic hernia repair on an unknown date three ems staplers jammed. The case was completed with one of the three devices. There was no consequence to the pt. 11/12/96 dr called back and stated the instruments worked ok for the first few firings, then jammed. One of the instruments had two staples in the jaws.